Event description:
Event description guidant received information that, approximately 7 months post-implant, this implantable cardioverter defibrillator (ICD) will be explanted due early battery depletion. It was reported that this ICD has been programmed vvi 40 bpm, never paces the patient, and has no history of shock delivery, yet the battery monitoring voltage is currently measuring 2.73v. It was noted that the caller did not have the device's pacing settings available.